Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 09/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/29/2016 with the following findings: a review of the pump black box data revealed no evidence of pump reboots prior to the complaint date however unexplained reboots were observed on (B)(6) 2016. During a visual inspection of the pump, battery compartment cracks were observed in thread area and the threads were damaged. The returned battery cap was stuck and difficult to remove. The pump intermittently powered on with returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump powered on with the test battery cap and was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the display was found to be discolored. The audio bolus button cover was torn, however, the button responded appropriately.